Manufacturer narrative:
Lot number provided by nurse was h18817402. The device was not returned and the lot number is not a valid baxter lot number; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the amia cassette. The patient tried to run water through the defective cassette, and found "brown sediments" in it.. There was no patient injury or medical intervention associated with this event. No additional information is available.